Manufacturer narrative:
The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that after wearing the unit to bed on the first night of treatment, the patient was very sore and tight when she woke up and started moving around. The patient had to take a second pain pill which she had not had to do in months. It was later reported that the patient was sore from the waist down. The pain level was a 7 or 8 out of 10. The patient also mentioned that the place where she typically feels pain has changed. The patient stated that after using the unit she experienced back pain which she does not normally have. Her sciatic pain was felt in her hip when it is usually in her rear end. The patient spoke with the doctor, but nothing was prescribed or recommended. She was told by the sales representative to treat for 15 minutes a day and add 5 minutes every day after that. No further information was provided.